Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had suspected twiddler's syndrome and had pulled back both the right ventricular (rv) lead and right atrial (ra) lead into the superior vena cava (svc). The patient was experiencing phrenic nerve stimulation from the rv lead. In addition, the rv and ra leads exhibited high thresholds and undersensing. The ra lead had no sensing or capture. The rv lead exhibited elevated sensing integrity counter (sic) values and diminished sensing. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.